Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2016-05-27). The evaluation/investigation confirmed that the white ceramic insulation at the distal end of the resection sheath had broken off completely. However, the fragment was missing since it was reportedly discarded by the user facility and thus not returned. The exact cause of this damage could not be conclusively determined and therefore is being judged as unknown. The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that during cleaning/reprocessing after a therapeutic transurethral resection of the bladder tumor (turbt) procedure, it was noticed that the ceramic insulation at the distal end of the resection sheath had broken off and was missing. An x-ray was taken the next day where the device fragment was found inside the patient's bladder. A followup procedure was then performed and the device fragment was successfully retrieved with a cystoscope. It was confirmed that no foreign objects remained inside the patient's bladder. There was no report about an adverse event or patient injury.